Manufacturer narrative:
This report is submitted on june 26, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Subsequently, the patient was treated with topical antibiotics (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.